Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia. Cardiopulmonary resuscitation was provided until return of spontaneous circulation was achieved. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the cardiac arrest was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.